Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a radical nephrectomy, the surgeon was able to press the green button but were unable to squeeze the handle, the device was not able to be fired during vessel ligation. Another brand was used to complete the case. There is no patient harm.